Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare field representative that the heated breathing tube as part of the 900pt563 heated breathing tube and chamber kit was found melted during use. The healthcare facility stated that the subject device stretched in between the bed rail and the copper wires melted onto the patient during the reported event. There were no patient consequences.

Manufacturer narrative:
(B)(4). D4, h4: fisher & paykel healthcare (f&p) has requested for complete device identification information from the healthcare facility. Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the heated breathing tube (hbt) is a component designed for use with the airvo humidification series, for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the airvo system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube.